Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia and heart block. The cardiac resynchronization therapy defibrillator (crt-d) was suspected of under pacing. The patient was observed on holter monitor with heart rates below the programmed lower pacing limit. However, threshold, sensing, and impedance tests appeared normal at follow up. Diagnostic testing / troubleshooting and reprogramming were performed. The device remains in use. It was also noted that the right ventricular (rv) lead exhibited suspected oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.